Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician has verified the reported issue. Complete evaluation and diagnostic were performed on the unit. The main issues were the unit was turning on then off, caused because of torn flex circuit and a faulty printed circuit board (pcb). The flex circuit was replaced as damaged. The pcb was replaced for corrosion. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the unit to covidien for repair stating that the unit does not work. Upon triage on (B)(6) 2016 the service tech found that the unit was turning on and then shutting off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.